Event description:
It was reported that the patient felt uncomfortable and self tested their heart rate at 40 beats per minute. The patient's device reached premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.